Event description:
It was reported to boston scientific corporation that an obtryx ii device was used during a anterior/apical prolapse repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced worsening of incomplete emptying of her bladder. No treatment was required and the event resolved on an unknown date. Additional information received on december 15, 2015: the event of worsening of incomplete emptying bladder resolved on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii device was used during a anterior/apical prolapse repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced worsening of incomplete emptying of her bladder. No treatment was required and the event resolved on an unknown date.